Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the internal components noted the spur gear was damaged. The handle was actuated. The first few tacks deployed but did not seat properly in the test media. After three firings, tacks no longer deployed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Replication of the observed conditions may occur if the instrument is excessively manipulated during use. In this case the excessive manipulation could be from firing against an improper surface or obstruction. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bilateral transabdominal pre-peritoneal, on fixation of the peritoneum, the tacks did not fix well, so they explanted it with a grasp during the intervention. The tacks disengaged into the cavity of the patient and were retrieved. They explanted the defective tacks and used another device to complete the case. There was no patient injury.